Manufacturer narrative:
Investigation summary: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with return testing. Source: email.

Event description:
Reported 1 false positive results for one patient (unknown if symptomatic or asymptomatic). The customer communicated the result was confirmed negative by molecular (pcr testing).